Event description:
It was reported to hill-rom that the charging cord had frayed insulation, that bare wires were showing. No injury reported.

Manufacturer narrative:
The charging cable has been replaced. No patient impact.